Event description:
Customer alleged that during a training session when the autopulse® resuscitation system was powered on it displayed a user advisory ua 16 (timeout moving to take-up position) message. The user advisory message was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. A review for similar complaints shows that there have been no previous complaints for ap platform (s/n (B)(4)). Functional testing was performed and the platform was run with a test battery and mannequin for 15 minutes as well as a large resuscitation test fixture with no anomalies observed. A review of the archive shows that multiple sessions occurred on (B)(6) 2013 and (B)(6) 2013; however ,none were observed on the reported event date of (B)(6) 2013. The archive also indicates that no user advisory ua16 (timeout moving to take-up position) messages occurred. The autopulse resuscitation system model 100 user guide (p/n 12555-001) states that: "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient of the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable be the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button". Possible causes for a ua 16 message to occur, include the drive shaft not moving, as a result of the motor not moving or the clutch not being engaged. Since there was no evidence that the platform (s/n (B)(4)) was used on the reported event date, the customer may have inadvertently reported the incorrect user advisory message or date of event. Please note that according to our shipping records, the customer was only shipped one platform; therefore, it is not possible that the wrong device was returned for analysis.